Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 589 mg/dl. The customer administered a correction injection to address the bg. The customer reverted to an alternate method of insulin therapy.